Manufacturer narrative:
Product event summary: two (2) controllers ((B)(4)) and three (3) batteries (B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection under 10x magnification of controller (B)(4) revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of controllers (B)(4) revealed bent pins within power ports one (1) and two (2) of both controllers. The bent pins did not allow batteries to properly connect to the controllers. Failure analysis of batteries (B)(4) revealed that the devices passed functional testing. Failure analysis of battery (B)(4) revealed that the device had a faulty weld between one of the cell pairs. The observed faulty weld is not related to the reported event. A review of the manufacturing records confirmed that the associated battery (B)(4) met all requirements for release. The root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Visual inspection revealed that all three of the returned batteries ((B)(4)) had worn out battery connectors. As a result, the reported poor mechanical connection event was confirmed. Log file analysis revealed that the controller in use at the time of the reported event, (B)(4), had a controller power down event on (B)(6) 2018, at 12:31:08. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 65% rsoc. As a result, the reported loss of power event was confirmed. Of note, if both power sources are disconnected from the controller, a loud, continuous alarm will sound, which corresponds with the reported controller alarm. The most likely root cause of the bent controller pins can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the worn battery connectors can be attributed to wear or handling of the device. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Other devices involved in this event: heartware ventricular assist system ¿controller 2.0 serial number: (B)(4), MFR date: 2018-04-30. (B)(4). Heartware ventricular assist system ¿ battery serial number: (B)(4), MFR: 2018-04-30 (B)(4). Heartware ventricular assist system ¿ battery serial number: (B)(4), MFR: 2018-04-30 (B)(4). Heartware ventricular assist system ¿ battery serial number: (B)(4), MFR 2018-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿controller 2.0 cd4: model 1420, serial number: (B)(4), expiration date: 2018-07-31, UDI: (B)(4), mfg date: 2017-07-31, (B)(4). Heartware ventricular assist system ¿ battery, model 1650dec63223, serial number: (B)(4), expiration date: 2016-09-30, (B)(4), mfg date: 2015-09-30, (B)(4). Heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: unknown, UDI: asku, mfg date: unknown, (B)(4). Heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: 2016-09-30, UDI: (B)(4), mfg date: 2015-09-30, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was living at a nursing home. The staff heard a controller alarm due to a double disconnect of power sources. The staff immediately started cardiopulmonary resuscitation (CPR) and did not reconnect the patient¿s batteries. The patient was transported via ambulance to the hospital with CPR in progress. It was also reported that the batteries had a poor mechanical connection. Once in the intensive care unit (ICU) a new controller and batteries were connected. The patient expired nine days later due to multi organ failure.

Manufacturer narrative:
A supplemental report is being submitted for correction to patient codes so that all devices capture death, cardiopulmonary arrest and multiorgan failure. Other devices involved in this event: serial number: (B)(6). Patient codes(s): c28554, c75568, c50483. Serial number: (B)(6). Patient codes(s): c28554, c75568, c50483. Serial number: (B)(6). Patient codes(s): c28554, c75568, c50483. Serial number: (B)(6). Patient codes(s): c28554, c75568, c50483. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.